Event description:
It was reported that the user experienced connectivity issues between a dexcom g7 continuous glucose monitor and the system, resulting in intermittent signal loss until the agent confirmed the cgm was connected and functioning. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included guided troubleshooting and user education conducted remotely. Investigation of this case revealed that the device resumed expected performance after reconnection and no device malfunction could be confirmed. It was concluded that the event was consistent with a brief sensor communication issue that resolved with standard troubleshooting and did not result in patient harm.